Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Title: complications associated with the rotarex wire in a patient with peripheral artery disease author: donghoon han; dong-geum shin; min-kyung kang journal: clinical case report year: 2021 vol/issue: 9:e03195 ref: doi: 10.1002/ccr3.3195. Average age. Majority gender. Date of publication journal reported death but there is no information to suggest the device caused or contributed to the death events. Deaths are common occurrences in clinical studies, however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable unless clearly stated as being associated with a medtronic device. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a case report of a patient who was admitted to the hospital due to a left dorsal foot wound. The patient slept with a hot pack on the left foot resulting in a burn. After admission, the patient underwent wound debridement and a split-thickness skin graft was applied. On postoperative day 4, it was noted that the skin graft on the burn wound had not healed properly. Recently, the patient was bedridden because of a transient ischemic attack. Due to the patient¿s existing history the peripheral artery status was evaluated. Angiogram showed that the left superficial femoral artery (sfa) was totally occluded proximally, thus angioplasty was necessary for wound healing. A non-medtronic atherectomy device was used for treatment. When an attempt was made to remove the non-medtronic atherectomy system and wire; the wire tip became coiled and stuck and could not be removed. The distal tip of the wire remained lodged in the vessel. Medtronic¿s gooseneck snare device was inserted to remove the tip, but this was unsuccessful. A catheter was then inserted toward the wire tip site to separate the wire from the vessel wall unsuccessfully. Another attempt was made to pull back the remaining wire by snaring its distal part again. This attempt was successful, and the wire was removed. It was noted the peroneal blood flow was compromised due to vascular rupture. A non-medtronic guidewire was inserted to the posterior tibial artery to rescue the distal runoff of the blood. The guidewire was advanced to the lateral dorsal artery using the knuckle wire technique, and balloon angioplasty with a non-medtronic device was performed. After rescue of the distal blood flow, two non-medtronic bare-metal stents were inserted d into the sfa to prevent recoil and restenosis, and the procedure was finished. After stenting, the blood flow of sfa was completely recovered, but there remained flow limitation in below the knee. The coiled tip of the cut wire was released with some vascular tissue still attached. After the procedure, edema in the left foot was observed, and an elastic bandage was applied. Furthermore, there was a change in the colour of the wound, indicating wound infection. An antibiotic agent was administrated in a dose that was recommended in patients with renal impairment; however, a favourable response indicating infection control was not observed. The patient's creatinine level was elevated, and urine output decreased. The patient's chest x-ray showed pulmonary edema; requiring haemodialysis, however the patient¿s guardians did not consent to haemodialysis to prolong life. Two weeks after the procedure, the patient died due to multiorgan failure associated with sepsis.